Event description:
It was reported to resmed that an astral external battery could not be charged. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral external battery and device were returned to resmed. Evaluation confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral external battery could not be charged. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral external battery was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a faulty thermal cutoff. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).